Event description:
Trulign toric lens cataract surgery right and left eyes. Right lens moved, repositioned, then moved out of position a second time. Vision now < 20/40, foogy and blurry. Left eye poor distance and near vision. Have to use glasses to see. Iol did not perform as OEM described. Out of pocket over 15k and bad vision. Trulign and crystal lenses should be recalled for failure to provide benefits promised in advertising. Dr will not reposition right lens for 3rd try. Left with permanent uncorrectable vision loss in right eye, poor vision in left without glasses. OEM is making fraudulent and exaggerated claims about lens performance.